Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with contraceptive device"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy") and haemorrhage in pregnancy ("emergency surgery to save my live from blood loss due to hemorrhage") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure toocclude (close) fallopian tube(s)" and device monitoring procedure not performed "the plaintiff did no undergo an essure confirmation test.". The patient's medical history included multigravida, multiparous (B)(6) 1995, (B)(6) 2000, (B)(6) 2002, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011, pregnancy with contraceptive device (no complication) from 2010 to (B)(6) 2011, pre-eclampsia and postpartum haemorrhage (2009 and 2011). *on (B)(6) 2012 ultrasound=d revealed, complex mass like area left adnexa. Free fluid noted within the right adnexa and right upper quadrant with likely clot around the uterus. The patient states she has a positive pregnancy test. The constellation of findings is worrisome for ectopic pregnancy. Fetal activity: limb's present. Heart present. Breathing present. Tone present. On 07-feb-2011 ultrasound doppler revealed :presentation: fetal activity: limb's present. Heart present. Breathing present. Tone present vertex amniotic fluid normal. Placenta, anterior. Placental grade 2. Previously administered products included for birth control: loestrin from 2005 to january 2008. Concurrent conditions included ruq pain, gallstones, uti and cholecystectomy since april 2011. Concomitant products included since january 2010, lercanidipine hydrochloride (lerdip), medroxyprogesterone acetate (depo provera)9-mar-2009 to june 2009 and naproxen since january 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 4 months after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain ("severe persistent pelvic pain"), menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions-type: rashes"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced haemorrhage in pregnancy (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic reaction/hypersensitivity"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with ibuprofen, sertraline hydrochloride (zolof) and surgery (bilateral salpingectomy and emergency surgery due to hemorrhage). Essure was removed on (B)(6) 2012. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, haemorrhage in pregnancy, menorrhagia, vaginal haemorrhage, anxiety, dyspareunia, vaginal discharge, hypersensitivity, rash, fatigue, dysmenorrhoea and back pain outcome was unknown, the pelvic pain, abdominal pain lower and abdominal pain was resolving and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, haemorrhage in pregnancy, hypersensitivity, menorrhagia, pelvic pain, rash, ruptured ectopic pregnancy, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: lost sight of the left fallopian tube opening and unable to implant left side this case refers to the second pregnancy case (first pregnancy case 2018-147314). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in january 2012: results: positive. Pregnancy test urine - in january 2010: results: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, lower abdominal pain, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jan-2019: pfs received : events added- rashes or skin conditions-type: rashes, fatigue, dysmenorrhea (cramping), abdominal pain, lower back pain and emergency surgery to save my live from blood loss due to hemorrhage (hemorrhage in pregnancy).outcome of events pelvic pain and abdominal pain updated to ¿recovering / resolving". Severity of events ¿lower abdomen pain and lower back pain¿ updated.concomitant, treatment products and historical drugs added. Reporters information updated. Event onset dates updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with contraceptive device") and ruptured ectopic pregnancy ("ruptured ectopic pregnancy") in a female patient (gravida 9, para 7) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did no undergo an essure confirmation test." And device ineffective "device ineffective / failure to occlude (close) fallopian tube(s)". The patient's past medical history included multigravida, multiparous (B)(6) 1995, (B)(6) 2000, (B)(6) 2002, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), pregnancy with contraceptive device (no complication) from 2010 to (B)(6) 2011, pre-eclampsia and postpartum haemorrhage (2009 and 2011). Concurrent conditions included ruq pain, gallstones, uti and cholecystectomy since (B)(6) 2011. Concomitant products included cyclobenzaprine hydrochloride (flexeril), lercanidipine hydrochloride (lerdip) and naproxen. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic pain ("severe persistent pelvic pain"), menorrhagia ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic reaction/hypersensitivity") and abdominal pain lower ("lower abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (emergency surgery due to hemorrhage). Essure was removed on (B)(6) 2012. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety, dyspareunia, vaginal discharge and hypersensitivity outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, hypersensitivity, menorrhagia, pelvic pain, ruptured ectopic pregnancy, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: lost sight of the left fallopian tube opening and unable to implant left side this case refers to the second pregnancy case (first pregnancy (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2012: positive pregnancy test urine - in (B)(6) 2010: positive on (B)(6) 2012 ultrasound=d revealed, complex mass like area left adnexa. Free fluid noted within the right adnexa and right upper quadrant with likely clot around the uterus. The patient states she has a positive pregnancy test. The constellation of findings is worrisome for ectopic pregnancy. Fetal activity: limb's present. Heart present. Breathing present. Tone present. On (B)(6) 2011 ultrasound doppler revealed :presentation: fetal activity: limb's present. Heart present. Breathing present. Tone present vertex amniotic fluid normal. Placenta, anterior. Placental grade 2. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, lower abdominal pain, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received. Events: ruptured ectopic pregnancy abnormal bleeding (vaginal), allergic or hypersensitivity reaction type:, depression and mental anguish, dyspareunia (painful sexual intercourse), vaginal discharge, lower abdominal pain, patient didn't undergo essure confirmation test were added. Outcome of pain were updated. Concomitant disease, concomitant drugs, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy with contraceptive device') and ruptured ectopic pregnancy ('ruptured ectopic pregnancy') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure toocclude (close) fallopian tube(s)" and device monitoring procedure not performed "the plaintiff did no undergo an essure confirmation test." The patient's medical history included pregnancy with contraceptive device (no complication) from 2010 to (B)(6) 2011, multigravida, multiparous ((B)(6) 1995, (B)(6) 2000, (B)(6) 2002, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), pre-eclampsia and postpartum haemorrhage (2009 and 2011). On (B)(6) 2012 ultrasound=d revealed, complex mass like area left adnexa. Free fluid noted within the right adnexa and right upper quadrant with likely clot around the uterus. The patient states she has a positive pregnancy test. The constellation of findings is worrisome for ectopic pregnancy. Fetal activity: limb's present. Heart present. Breathing present. Tone present. On (B)(6) 2011 ultrasound doppler revealed :presentation: fetal activity: limb's present. Heart present. Breathing present. Tone present vertex amniotic fluid normal. Placenta, anterior. Placental grade 2. Previously administered products included for birth control: loestrin from 2005 to (B)(6) 2008. Concurrent conditions included cholecystectomy since (B)(6) 2011, ruq pain, gallstones and uti. Concomitant products included since (B)(6) 2010, lercanidipine hydrochloride (lerdip), medroxyprogesterone acetate (depo provera) (B)(6) 2009 to (B)(6) 2009 and naproxen since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 7 months after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain ("severe persistent pelvic pain"), menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions-type: rashes"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced haemorrhage in pregnancy ("emergency surgery to save my live from blood loss due to hemorrhage"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic reaction/hypersensitivity"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with ibuprofen, sertraline hydrochloride (zolof) and surgery (bilateral salpingectomy and emergency surgery due to hemorrhage). Essure was removed on (B)(6) 2012. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, haemorrhage in pregnancy, anxiety, dyspareunia, vaginal discharge, hypersensitivity, rash, fatigue and dysmenorrhoea outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and back pain had resolved, the depression had not resolved and the abdominal pain lower was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, haemorrhage in pregnancy, hypersensitivity, menorrhagia, pelvic pain, rash, ruptured ectopic pregnancy, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: lost sight of the left fallopian tube opening and unable to implant left side this case refers to the second pregnancy case (first pregnancy case (B)(4)). Discrepancy: date of insertion previously reported as (B)(6) 2009 now it is reported as (B)(6) 2009. Plaintiff received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2012: results: positive. Pregnancy test urine - in (B)(6) 2010: results: positive. Ultrasound doppler - on (B)(6) 2011: results: fetal activity: limb's present. Heart present. Bre. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, lower abdominal pain, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with contraceptive device") and ruptured ectopic pregnancy ("ruptured ectopic pregnancy") in a female patient (gravida 9, para 7) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure toocclude (close) fallopian tube(s)" and device monitoring procedure not performed "the plaintiff did no undergo an essure confirmation test.". The patient's past medical history included multigravida, multiparous (B)(6) 1995, (B)(6) 2000, (B)(6) 2002, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), pregnancy with contraceptive device (no complication) from 2010 to 8-feb-2011, pre-eclampsia and postpartum haemorrhage (2009 and 2011). Concurrent conditions included ruq pain, gallstones, uti and cholecystectomy since april 2011. Concomitant products included cyclobenzaprine hydrochloride (flexeril), lercanidipine hydrochloride (lerdip) and naproxen. In march 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic pain ("severe persistent pelvic pain"), menorrhagia ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic reaction/hypersensitivity") and abdominal pain lower ("lower abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (emergency surgery due to hemorrhage). Essure was removed on (B)(6) 2012. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety, dyspareunia, vaginal discharge and hypersensitivity outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, hypersensitivity, menorrhagia, pelvic pain, ruptured ectopic pregnancy, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: lost sight of the left fallopian tube opening and unable to implant left side this case refers to the second pregnancy case (first pregnancy case 2018-147314). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in january 2012: positive. Pregnancy test urine - in january 2010: positive . On 15-jan-2012 ultrasound=d revealed, complex mass like area left adnexa. Free fluid noted within the right adnexa and right upper quadrant with likely clot around the uterus. The patient states she has a positive pregnancy test. The constellation of findings is worrisome for ectopic pregnancy.fetal activity: limb's present. Heart present. Breathing present. Tone present. On 07-feb-2011 ultrasound doppler revealed :presentation: fetal activity: limb's present. Heart present. Breathing present. Tone present vertex amniotic fluid normal. Placenta, anterior. Placental grade 2 . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, lower abdominal pain, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy with contraceptive device') and ruptured ectopic pregnancy ('ruptured ectopic pregnancy') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure toocclude (close) fallopian tube(s)" and device monitoring procedure not performed "the plaintiff did no undergo an essure confirmation test." The patient's medical history included pregnancy with contraceptive device (no complication) from 2010 to (B)(6) 2011, multigravida, multiparous ((B)(6) 1995, (B)(6) 2000, (B)(6) 2002, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), pre-eclampsia and postpartum haemorrhage (2009 and 2011). On (B)(6) 2012 ultrasound=d revealed, complex mass like area left adnexa. Free fluid noted within the right adnexa and right upper quadrant with likely clot around the uterus. The patient states she has a positive pregnancy test. The constellation of findings is worrisome for ectopic pregnancy. Fetal activity: limb's present. Heart present. Breathing present. Tone present. On (B)(6) 2011 ultrasound doppler revealed :presentation: fetal activity: limb's present. Heart present. Breathing present. Tone present vertex amniotic fluid normal. Placenta, anterior. Placental grade 2. Previously administered products included for birth control: loestrin from 2005 to (B)(6) 2008. Concurrent conditions included cholecystectomy since (B)(6) 2011, ruq pain, gallstones and uti. Concomitant products included since (B)(6) 2010, lercanidipine hydrochloride (lerdip), medroxyprogesterone acetate (depo provera) (B)(6) 2009 to (B)(6) 2009 and naproxen since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 7 months after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain ("severe persistent pelvic pain"), menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions-type: rashes"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced haemorrhage in pregnancy ("emergency surgery to save my live from blood loss due to hemorrhage"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic reaction/hypersensitivity"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with ibuprofen, sertraline hydrochloride (zolof) and surgery (bilateral salpingectomy and emergency surgery due to hemorrhage). Essure was removed on (B)(6) 2012. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, haemorrhage in pregnancy, anxiety, dyspareunia, vaginal discharge, hypersensitivity, rash, fatigue and dysmenorrhoea outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and back pain had resolved, the depression had not resolved and the abdominal pain lower was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, haemorrhage in pregnancy, hypersensitivity, menorrhagia, pelvic pain, rash, ruptured ectopic pregnancy, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: lost sight of the left fallopian tube opening and unable to implant left side this case refers to the second pregnancy case (first pregnancy case (B)(4)). Discrepancy: date of insertion previously reported as (B)(6) 2009 now it is reported as (B)(6) 2009. Plaintiff received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2012: results: positive. Pregnancy test urine - in (B)(6) 2010: results: positive. Ultrasound doppler - on (B)(6) 2011: results: fetal activity: limb's present. Heart present. Bre. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, lower abdominal pain, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Cluster ID, reporter causality comment was added. Updated outcome of event bleeding, back pain from unknown to recovered / resolved, pelvic pain, abdominal pain from recovering / resolving to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("severe persistent pelvic pain") and menorrhagia ("menstrual hemorrhaging"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain and menorrhagia outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menorrhagia and pelvic pain to be related to essure. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.